Event description:
It was reported that the implant in site 5 lost integration and was replaced with biohorizone implant.

Event description:
It was reported that the implant in site 5 lost integration and was replaced with biohorizone implant.